Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow up non sustained oversensing due to post paced t wave oversensing. The device was reprogrammed. The patient condition was good.

Event description:
New information received states that another instance of post paced t wave oversensing was observed. Further programming changes were made. The patient condition was good.